Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17232. It was reported that during implant, the right atrial lead was unable to provide pacing. A second lead was attempted that also was unable to provide pacing. A third, competitive lead was then successfully implanted. The patient was asymptomatic and in stable condition.

Manufacturer narrative:
Updated sections - d10, h3, h6, h10. Analysis was normal. No anomalies were found.